Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 5 and 24 hours on the leg. It was noted that the cannula was possibly not inserted correctly into the infusion site. Hyperglycemia treated with a new pod. Device was discarded.